Event description:
Drill bit broke in pt, portion remains in bone in pt.

Manufacturer narrative:
B1 adverse event should have been checked. H1 serious injury should have been checked. Evaluation: the actual device was evaluated by an independent metallurgist, MFR engineer, and co's product development. Macroscopic examination, scanning electron microscopy, metallographic examination, and hardness testing was performed. Bases upon the tests and examination. The drill bit appears to be the result of mishandling.